Event description:
It was reported that during an antibiotic infusion being done by an IV fluid pump, the in-line device became occluded by a white semi-liquid fibrinous clot. Air bubbles were then noticed downstream of the filter moving towards the pt's catheter. No pt sequelae were reported.